Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #6r; cat # 5517f602; lot # unknown triathlon prim cem fxd bplt #5; cat # 5520b500; lot # jl64b it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available

Event description:
It was reported that the patient's right knee was replaced due to arthrofibrosis (stiffness). The patient's knee was converted to a triathlon hinge construct. Rep confirmed that no further information will be released by the hospital or surgeon.